Manufacturer narrative:
Philips received a complaint by the customer on the v60 indicating that an insufficient tidal volume alarm occurred. The device was in use on a patient at the time the reported issue was discovered; however, there was no harm to the patient or user. After an inspection by the engineer, the preliminary judgment was that was issue was caused by an air sensor fault, which also occurred last december. The manufacturer was contacted to replace the parts. Per gfe response, the device was repaired by the hospital. No repairs were completed by the engineer as the customer declined service and repair; therefore, it could not be determined if it failed to meet specifications. No additional details regarding the reported issue and resolution are available. The investigation concludes that no further action is required at this time, and the device remains at the customer site. If the decision is made to have the device evaluated and repaired, a new service order will be opened and will be captured through philip's normal complaint procedure. Additionally, it was indicated that there was impact to the patient while the issue was reported as having occurred during clinical use, and there was also mention of inadequate ventilation of the device; however, per gfe response, it was confirmed that no harm was done to the patient.

Event description:
Philips received a complaint by the customer on the v60 indicating that an insufficient tidal volume alarm occurred. The device was in use on a patient at the time the reported issue was discovered; however, there was no harm to the patient or user. After an inspection by the engineer, the preliminary judgment was that was issue was caused by an air sensor fault, which also occurred last december. The manufacturer was contacted to replace the parts. Per good faith effort response, the device was repaired by the hospital. No repairs were completed by the engineer as the customer declined service and repair; therefore, it could not be determined if it failed to meet specifications. No additional details regarding the reported issue and resolution are available. The investigation concludes that no further action is required at this time. The device remains at the customer site. If the decision is made to have the device evaluated and repaired, a new service order will be opened and will be captured through philip's normal complaint procedure. Additionally, it was indicated that there was impact to the patient while the issue was reported as having occurred during clinical use, and there was also mention of inadequate ventilation of the device.